Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: can¿t perform DHR and manufacture records review, due to batch no. 0181156 is not found in manufacture site. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. Base on investigation above, the certain cause can¿t be concluded at the moment.

Event description:
It was reported that the unspecified bd pen needle experienced a pen needle that would not detach. The following information was provided by the initial reporter: when the patient was injected with insulin, it was difficult to remove the needle on the disposable injection pen, which caused slight pain and injury to the patient's skin. The nurse immediately removed the needle with a tool, and the patient was fine.